Event description:
It was reported that insulin gauge displayed an amount different than expected, as pump showed 95 units while caller expected about 250 units, and the displayed amount continued to change with insulin delivery. There was no reported impact to the customer¿s blood glucose level. Caller was advised to properly remove air from cartridge before filling and acknowledged this instruction, declined to load new cartridge, chose to continue using current cartridge, and planned to follow up with technical support if needed.